Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product returned. Pain: the cause of the injury was not determined due to insufficient clinical details. Hematoma/major bleed: severe pain and a large hematoma developed at the impella axillary insertion site. Heparin was stopped overnight to allow bleeding to stop and hemostasis was achieved. The cause of the access site adverse event was use related to anticoagulation management as the bleeding was resolved by stopping heparin. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
D6b added. The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
A 69-year-old male with advanced cardiomyopathy presenting with acute decompensated chronic heart failure. The patient was supported with an impella 5.5 as a bridge to heart transplantation. The device provided effective hemodynamic support, and the patient remained clinically stable while awaiting transplant. Several days following impella 5.5 insertion, the patient reported severe pain at the axillary insertion site, occurring overnight. The treating physician assessed the pain as likely secondary to sheath-related compression of the brachial plexus nerve. A large hematoma was noted at the insertion site. In response, systemic heparin was temporarily discontinued to allow bleeding to stabilize and was subsequently restarted. The treating physician determined that repositioning of the device or reopening of the surgical cutdown was not indicated, given the patient¿s stability and active status on the heart transplant waitlist. The patient continued on impella support without further reported device-related complications. The patient was successfully bridged to heart transplantation, with the impella 5.5 functioning as intended throughout the support period. The impella 5.5 will be coded for major bleed, hematoma, pain, nerve compression and hemostasis as outcome. The bleeding and hematoma occurred at the surgical access site in the setting of large-bore axillary cannulation and systemic anticoagulation. The bleeding and hematoma event are assessed as related to impella 5.5 use due to the requirement for large-bore vascular access and anticoagulation. The event is consistent with known procedural risks. The pain/nerve compression was temporally associated with the access-site hematoma and localized swelling. The pain/nerve compression at the surgical cutdown or access site is a recognized clinical finding following axillary impella placement. The treating physician assessed the pain as likely secondary to sheath-related compression of the brachial plexus nerve. H6. Health effect - clinical code updated.

Event description:
Rn stated that heparin was stopped overnight @ 0030 to allow for bleeding to stop and has since been restarted. Md declines need for reposition/ opening of surgical cutdown as patient is awaiting heart transplant.

Manufacturer narrative:
B5: additional event information received.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 69 year old male on impella 5.5 for cardiomyopathy. It was reported that the patient was experiencing severe pain overnight at the impella axillary insertion site. The physician claimed that the sheath was compressing the brachial plexus nerve causing pain and a large hematoma wa developing at the access site. Heparin was paused allow for bleeding to stop and has since been restarted. There was no repositioning or opening of surgical cutdown as patient is awaiting heart transplant. The patient remains on support.